Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices pr photos were received; therefore the condition of the components is unk. Review of primary operative notes confirms pt underwent a left total knee arthroplasty due to arthritis. Trial components revealed range of motion from 0 to 120 degrees, anatomic alignment, well balanced knee in flexion and extensions, neutral patella tracking, and no tibial plate liftoff. Review of revision operative notes confirms pt underwent a revision left knee arthroplasty due to failed knee secondary to aseptic loosening. Pre-operatively the pt presented with apparent aseptic loosening. The tibial component was found to be grossly loose and was explanted by hand. Defects were found to be extensive. While a definitive root cause cannot be determined with the info provided, the clinical presentation suggests it may be related to a field action conducted by zimmer on 04/19/2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2411-2010 contains the related tibial lot number. The device in question was implanted without a drop-down stem extension prior to the field action.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
Updated information received via returned explanted product. Visual inspection of the returned tibial plate identifies gouging on the proximal surface. Foreign material is also present within in the stemmed portion of the plate. Dimensions are found conforming to print specifications where measured. A product history search revealed no additional complaints against the related part and lot combination.

Event description:
It is reported that the pt was revised due to tibial loosening.